Event description:
Per staff, surgeon went to position stirrup and the stirrup came out of the clamp on bed. Surgeon held the stirrup up until staff was able to get a new clamp on bed. New clamp was placed and stirrup was able to be locked in. Old clamp appeared to be broken.